Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed, however the device operated within specification. The root cause could not be determined. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.